Event description:
Clinical trial. Clinical assessment on the day of enrollment identified the patient's qualifying condition into the study as unstable angina and the patient was referred for cardiac catheterization. The target lesion was located in the r-pda with 99% stenosis, a length of 10mm and reference vessel diameter of 2.5mm. The target lesion was treated with pre-dilatation and placement of a 2.5 x 16mm study stent with 10% residual stenosis. The patient was discharged on day later on protocol doses of asa and plavix. On day 1383, the patient was admitted for elective CABG, due to complaints of chest pain and dyspnea. Cardiac catheterization revealed the lad with 75% stenosis, the prox cx with 70% stenosis, and rca with 95% mid vessel stenosis, 98% distal stenosis in the rpl collateralized vessel, 75-80% stenosis of the pda at its origin. Core lab report notes 17.17% (proj. 1) and 16.70% (proj. 2) stenosis of the target lesion. The next day, the patient underwent CABG with lima sequenced to 1st diag and lad, svg to om and svg to r-pda. The patient was discharged 6 days later on asa. In the opinion of the physician, there is a possible relationship of tvr to the study stent and an unk relationship of tvr to the index procedure and to prior co-morbid conditions.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.